Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this device was emitting beeping tones. The device had reached elective replacement indicator (eri), and was nearly at end of life (eol) battery status after only six weeks from eri. It was alleged the device had malfuncitoned. The device was later explanted as it had reached eol less than 90 days after eri. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated upon return and completion of analysis.